Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the saturations take a long time to configure and the heart rate on the pulse ox is off by 10-20 point difference. No patient impact or consequences were reported.